Event description:
A malfunction alarm occurred, identified with malf 0 and fault ID 0x277d. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions, and the customer successfully reset the pump without recurrence of the malfunction, allowing them to continue using it. Customer was advised to report any future occurrences of malfunction codes.